Event description:
A pacing lead was returned to the manufacturer from a competitor manufacturer with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately seven months after lead implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the proximal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism (sleeve head).